Event description:
A nurse reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.